Event description:
It was reported that during the implant procedure there was good r1-r2 sensing of 1.0-1.3mv with a p-wave sensing of 0.2mv on the extravascular (ev) lead. The physician decided to achieve a better signal without any p-waves. Unfortunately from that point the physician could not achieve the same r1-r2 sensing as it was now a bit lower at 0.9mv, despite the additional moving and measuring the sensing of the ev-lead in four different tunnelled locations. However, the final position had no visible p-waves. The physician then decided to go ahead and test the system. The initial induction failed to consistently sense the arrhythmia at 0.45mv. A second induction (0.2mv) sensed consistently without any major undersensing (only 1 x dropout throughout). The next day it was found the r1-r2 measurements were lower at 0.5-0.6mv. Therefore, reprogramming was done and the ev-lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD,  implant date:(B)(6) 2025.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.